Event description:
It was reported that the right ventricular (rv) lead showed variable impedances and the rv defib and svc coils. There was one measurement for out of range high rv defib and svc coil impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the rv coils were not secured into the connector block. Surgery was performed to re-insert the coils into the connector block. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant product: 407652 lead; 419488 lead, implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2015, v sensing integrity counts up to 51; vt-ns episodes with evidence of lead noise oversensing. (B)(4).

Event description:
It was further reported that the lead integrity alert (lia) triggered, and the rv lead exhibited high impedances, noise oversensing, and an apparent fracture. The lead will be explanted and replaced. No patient complications have been reported as a result of this event.